Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# n178296025, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt 10mgcg/ml at 3mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient experienced return of symptoms/lack of therapy. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was a dye study was done by the physician who was unable to aspirate the catheter. Radiograph confirmed a broken catheter. The catheter fractured at point of insertion. The actions and interventions taken to resolve the issue was surgical removal of portion of the fractured catheter and insertion of a new catheter. The proximal end of spinal portion was left in the intrathecal space and the distal portion was explanted. The new catheter was implanted and attached to the existing pump. The issue was resolved and the patient¿s status was noted as alive, no injury at the time of the report. No further patient complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that according to the physician records, the patient began to experience return of symptoms one and one half weeks prior to her office visit on (B)(6) 2017. No further patient complications were reported or anticipated.